Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following observations were noted: esheath plus liner expanded 17cm in length from strain relief. Remaining distal end of the liner was unexpanded. Liner punctured, 8cm in length, starting at 4cm from strain relief. Valve stuck and exposed through liner puncture location. Esheath distal tip unopened, soft tip damage observed. Scratches along hdpe. Liner strand, 2cm in length, was observed at 11cm from strain relief, at liner puncture location. One (1) kink was observed on sheath shaft at 5cm from strain relief. Functional testing was performed on the returned devices. The returned 29mm commander delivery system and crimped valve were advanced through esheath plus. The remaining unexpanded liner, expanded during advancement and the distal tip opened as designed. Dimensional testing was performed on the returned devices. Liner thickness was measured along the liner torn and strand. The measurement was found to be within the specification. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported inability to advance through sheath, liner punctured and sheath liner strand were confirmed based on evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Regarding the inability to advance through sheath, per evaluation of the returned device, the valve was stuck and exposed at liner puncture location, which could be indicative of the resistance encountered when introducing the crimped valve and commander delivery system through the esheath plus. Per the training manual, push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Tortuous patient anatomy can create sub optimal angles that can lead to non coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the reported event. However, a definite root cause was unable to be determined. Regarding the liner punctured and liner strand, per evaluation of the returned device, the esheath plus liner was observed punctured (8cm in length, starting at 4cm from strain relief), with the crimped valve exposed through. Additionally, a liner strand (approximately 2cm in length) was observed at the punctured location. During the procedure, additional excessive device manipulation to overcome resistance, combined with challenging anatomical factors, can damage the sheath liner. Anatomical characteristics may promote sheath damage directly via physical contact (e.g. Sheath interacts with sharp calcium nodules) and/or indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous anatomy). High push force used to overcome any resistance when navigating challenging anatomy can lead to sheath damage such as kinks, scratches, and/or tip damage. Additionally, high push forces coupled with non coaxial advancement trajectories can lead to liner damage due to direct interaction with crimped valve at inflow side. As such, available information suggests that patient factors (calcification, tortuosity) and procedural factors (device manipulation) may have contributed to reported events. However, a definitive root cause is not able to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
E1 phone number (B)(6). The device was returned for evaluation. Investigation is underway.

Event description:
As reported by an edwards lifsciences affiliate in germany, regarding an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach. During the procedure, while advancing the 29mm commander delivery system and valve into the 16f esheath plus, the devices became stuck. It was decided to remove all the system as a unit. After removal of devices, it was observed the esheath plus was punctured in the middle part of the sheath. A new kit was prepared and successfully used in replacement. The patient did not suffer any injury due to this event and was stable post procedure. The device was returned for evaluation and an esheath liner strand 2cm in length at 11 cm from strain relief was observed.